Event description:
Sales rep stated that he was at an acct downloading the 5.0 software after the engineer installed the interface board and when he connected the ex holster the cutter would appear to move forward on the lcd screen but the cutter on the probe would not move forward and they received the l4-033 and l4-034 error code. He would hear the clicks but there was no movement from the cutter. The vacuum would work properly. He connected his demo ex holster and the same issue continued. The engineer installed another interface board and they continued to receive the l4-033 and l4-034 error code. There was no patient involvement. Control module being sent back for repair.